Event description:
The recipient reportedly experienced extended surgery time (30 minutes) due to a complication during initial implant surgery. The recipient had a partial inserted electrode due to ossification. A CT confirmed the electrode was not in the correct position. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was advised to cease device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.